Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) /2012 and stated the up arrow keypad button was intermittently unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the keypad was fully intact; no damage was observed. During testing, all of the keypad buttons were found to respond appropriately and were functional. The original complaint of the up arrow button's intermittent unresponsiveness was not confirmed or duplicated during testing. There was evidence of contamination found under all key contacts.